Manufacturer narrative:
Annex b was updated to b01.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument had a broken cable. The procedure was completing as planned with no reported injury. No fragment(s) fell into the patient's anatomy.